Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. H2: additional information received: additional information was requested and the following was obtained: were there any patient consequences? No patient consequences.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified.

Event description:
It was reported that during a three-incision esophagectomy for esophageal carcinoma surgery started at 13:00, before closing the thoracic incision, removed the trocar and noted it was damaged. Checked in the patient and removed all four broken pieces. The surgery finished at 16:40. Patient consequence was not reported.